Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device partially fire (start to deploy staples and cut but could not be completed)? Yes. Was the cut line and staple line approximately equal in length? N/a was there any issue with staple formation (b-formation, irregular, legs straight)? N/a did the device staple completely, however, the knife did not cut all the way to the end of the distal tips of the jaw? As you know, knife¿s move means stapling at the same time. Again, surgeon did fully fire but knife was not moved fully forward distal tip and coincide staples was not deploy fully toward distal tip.

Event description:
Surgeon grabbed firing handle fully enough, but staple knife wasn't fully fired.

Manufacturer narrative:
(B)(4). Batch # p57p1m. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge not loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.